Event description:
The complainant has reported that a patient (age and gender unk) underwent a procedure in 2006. It was reported that during the procedure, the physician could not correctly orient the device. He manipulated the handle five times, then "the cutting wire was broken". There was no report of "any fragments of this device [falling] off inside the patient." There was no reported complication or ill effect sustained by the patient. The procedure was completed with a different device.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.